Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump alarmed motor error due to a loose drive support disk. Unable to verify the excessive no delivery alarm due to a motor error alarm. Unable to perform the occlusion and excessive no delivery alarm tests due to the motor error alarm.

Event description:
The customer called to report a button error alarm. The customer was not pressing any button for more than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.